Event description:
This is filed to report mitral stenosis. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail. Due to a cleft noted on a3/p3, the clip was placed slightly medial. There was no mr reduction after the clip was deployed. After deployment of the second clip, the mean pressure gradient increased from 3.4 mmhg to 6.2 mmhg. The physician was not satisfied with the pressure gradient; however, wanted to leave the clip in place. Mr remained at grade 4+. There was no adverse patient effect due to increased pressure gradient. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis associated with the increased gradient was due to the procedural circumstances of multiple clip implants impacting anatomy. The cause of the reported mitral valve insufficiency/ regurgitation appears to be due to challenging patient anatomy (a3/p3 cleft) restricting potential implant sites. The reported patient effect of mitral stenosis and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.